Event description:
It was reported that the right ventricular (rv) lead triggered a lead integrity alert (lia) for sensing integrity counter (sic) and lead impedance variation. The lead alerted for high/undefined pacing impedance. The lead had oversensing of noise seen on high rate non-sustained (hr-ns) episodes. The lead was capped and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: 5072-52 lead, implanted: (B)(6) 2007. If information is provided in the future, a supplemental report will be issued.